Manufacturer narrative:
(B)(4).

Event description:
It was reported upon insertion, the clinician found the tri-port connector was leaking when they screwed the line to it. As a result, another kit was opened and was used successfully. They do not know if this caused a delay in treatment and there was no patient death or complications reported.